Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The review completed on the device history review (DHR) for this device confirmed that it met specification prior to release, and the most recent console inspection found it to be fully functional with no issues. According to the device instructions for use (IFU): do not use if the fiber appears damaged. If damaged, replace the fiber with a new one. Use of a damaged fiber may result in injury to the patient or injury to the user. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the fiber overheated despite the cooling, and finally burned out. There was a fiber break. The procedure was completed using another device without patient complications.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the fiber overheated despite the cooling, and finally burned out. There was a fiber break. The procedure was completed using another device without patient complications.